Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a bioprosthetic aortic valve, implanted for seven (7) years and six (6) months, underwent valve-in-valve procedure due to severe aortic stenosis secondary to valve degeneration. The valve became extremely obstructive with a mean gradient o 59mmhg. A tavr was performed using an edwards transcatheter valve. Unfortunately, deployment of the valve caused occlusion of the left main coronary artery, and he experienced sudden cardiac arrest. CPR was instituted as he was emergently placed on cardiopulmonary bypass via his groins. Successful stenting of the left main coronary artery restored blood flow, and his rhythm returned after multiple defibrillations. Tee revealed that heart function was excellent, and the valve was well-seated. There was no aortic insufficiency or perivalvular leak. He was transferred to the cvicu in critical condition. He was kept intubated, sedated, and placed on artic sun protocol for 48 hours. Eventually, he was weaned off sedation and extubated. He was cleared for discharge home on pod #8.